Manufacturer narrative:
(B)(4). Upon further review, the quality engineer has determined that the pump head module was functioning as intended and therefore not the assignable cause. As a result the assignable cause was not identified. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. A service history review revealed no previous service events were related to the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation. The reported condition of "pump alarmed for several downstream occlusion alarms" was confirmed during review of the event history. The assignable cause was a faulty pump head module (phm). The phm was replaced to correct the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with "the pump alarmed for several downstream occlusion alarms." The event was reported to have occurred during set-up. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 7.01.00.